Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. When the device was advanced into a guide catheter, it was noted that the shaft was broken more than 15 centimeters from the hub. The device was completely removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. When the device was advanced into a guide catheter, it was noted that the shaft was broken more than 15 centimeters from the hub. The device was completely removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 45cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities in the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).